Event description:
On 20-jan-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 39 mg/dl following a meal announcement. The user was treated by paramedics with oral glucose and transported to the hospital, where the user received additional oral glucose and was discharged (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced hypoglycemia resulting in emergency medical assistance and hospital evaluation while using the ilet. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hypoglycemia on the reported event date following meal announcements that the user reported were associated with meals consumed and not intended as correction insulin. Review of available information did not identify a specific device malfunction or use error that could explain the hypoglycemic event. Based on available information, the cause of the event could not be established. If additional information becomes available, a supplemental MDR will be submitted.